Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the lesion utilizing an anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a non bsc guide wire crossed the lesion, a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The device was completely removed from the patient and it was noted that the balloon had a pinhole. The procedure was completed using a 2x15mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.